Manufacturer narrative:
Five clips from this lot were returned to olympus for evaluation by the user facility. A visual inspection was performed on the received condition and noted that the clip was not returned with the device. The distal tip was checked and noted that the clip inside the device has been deployed. The insertion portion was inspected and found a small kink at the top section of the device. The slider was manipulated and the movement is consistent and normal. This complaint device can not be confirmed as the device was returned with out the clip. The cause of the reported ¿failed to deploy¿ could not be determined at this time. The device will be forwarded to the original equipment manufacturer (OEM) for further investigation. If additional information becomes available, this report will be supplemented accordingly. The instruction manual provides warning to mitigate the risk of patient injury and device damage that states, ¿keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping. When forcing the clip against the tissue, do not try to rotate the clip. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. Do not try to forcibly remove the clip if it becomes caught on the distal end of the coil sheath. Forcible removal of the clip could cause patient injury such as perforation, bleeding, or mucous membrane damage.¿

Event description:
The manufacturer was informed that the doctor was performing a colonoscopy when five clips failed to deploy. The doctor was unable to finish the case and cancelled the procedure. Additional information received indicated as a result of the failed clips, sedation was reversed and the patient was transferred to post anesthesia care unit (pacu). Additional clips became available approximately 2 hours after the patient woke up. The patient was transferred back to the procedure room and sedated. The doctor placed one clip in the patient successfully to completed the procedure. The patient did not have any pre-existing conditions and there were no further complications. The user facility reported the devices and equipment were inspected prior to procedure but no anomalies were noted. This is report 2 of 5.